Event description:
It was reported the cases are broken. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release was contaminated, the ring cover was contaminated, two side bail covers were contaminated, the lead flex cover was broken, the ventricular output connector was broken, the battery contacts were compressed, the ring was bent and the battery drawer was contaminated. (B)(4).